Event description:
The customer reported to olympus medical that the evis lucera elite colonovideoscope had an air/water flow problem. The customer reported the reported issue was found during maintenance. The device was returned for evaluation. During examination, the device was found to have foreign material present in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. During functional testing, the reported issue, air/water flow problem, was confirmed. In addition, water could not be fully removed due to the blockage. These issues were caused by the foreign material at the nozzle. Device examination showed the light cover was chipped, the light cover adhesive was worn, the optical cover adhesive was worn, and the distal end adhesive was peeling. Functional testing was performed; this showed the angulation lever did not meet specifications for any direction (up, down, left or right). In addition, the up/down knob and the left/right knob both had excess play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.